Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the reported symptoms were not associated with the patient's device. No device issues were present, the information provided suggested that there was a fluid (infected) at the pump site.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-aug-03 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced headaches and fluid build-up in the pump pocket. The explanation was that the patient had experienced a cerebrospinal fluid (csf) leak which caused an infection in the pump pocket. The date at which the issues began was unknown. The pump and catheter were explanted and the issue was considered resolved. No diagnostics were performed as the issues were not thought to be device related. The pump was to be replaced at a future date. The patient's status was alive - no injury, and no further complications were reported or anticipated.